Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician in switzerland service center, noted that the gears were jamming and the cage was broken. On (B)(4) 2013, it was decided to replace the device instead of repairing it. Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, it was confirmed that there was an issue which was repaired and the device returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported that the device stopped while in use and wedges up. This is report 1 of 1 for complaint #(B)(4).